Manufacturer narrative:
Approximate age of device ¿ 6 years 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2019 the patient presented to the emergency department with intermittent alarms and low flow/low speed warnings on the device controller when connected to both wall power and battery power. The patient's driveline and battery cables were palpated and the alarm was not reproducible. Log file analysis was performed and was noted to have recorded pump stops on (B)(6) 2019, occurring on both the power module and batteries. A pump stop occurred again while the patient was connected to the emergency department's power module and the controller was thus exchanged. The patient tolerated well and remained awake and alert throughout this exchange. An x-ray showed a kink in the patient's percutaneous lead with some shield separation. On (B)(6) 2019 technical services performed a driveline repair approximately 2.5 inches from the exit site. Post repair, the patient was tethered on a grounded patient cable and more pump stops were recorded. The patient received a heartmate ii to heartmate 3 exchange on (B)(6) 2019.